Manufacturer narrative:
Corresponding to the production batch of product retention samples (lot:211co21215) , the negative coincidence rate test was pass. Ihealth labs has determined and/or confirmed the said lot (lot:211co21215) to have been the suspected counterfeit products. Ongoing investigation into the source of counterfeit goods.

Event description:
Customer feedback: 4 positive ihealth, 4 negative pcr follow up.